Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The set was in use for few hours. Event occurred on the same day of insertion. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.